Manufacturer narrative:
G4: 20oct2020 b4: (B)(6) 2020 failure analysis on the returned central processing unit (cpu) board shows that the cpu printed circuit board assembly (pcba) and speakers were tested, and no failures were identified. The primary alarm error could not be duplicated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 05oct2020; b4: 09oct2020. The service technician did not duplicated the customer reported problem of check vent primary alarm failed error during evaluation of this unit. An occurrence record(s) of primary alarm failed error was confirmed in the diagnostic log. The cpu board and speaker #1 & #2 were replaced as a preventive measure. The software version was upgraded from2.10 to 2.30. No other abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 28jul2020.

Event description:
The customer reported a 'check vent primary alarm test failed' sounded. The customer contacted product support for service repair. The customer reported that the unit was not in use on a patient.